Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25mm amplatzer pfo occluder was chosen for procedure on (B)(6) 2022. During device preparation, the user advanced and retracted the device in and out of the loader in order to ensure all air was expelled from the device. The device was loaded and attached the delivery system. During the procedure, in an attempt at deploying the device, it was noticed the right atrial disc of the device was "pillowed" and not returning to its original, intended shape. The device was removed and a new unknown device was implanted without complication. The patient remained stable and recovered. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that there was no interaction of the device with the patient's anatomy. There were no kinks or angulation in the delivery system.